Event description:
It was reported that the user could not pair the ilet with the mobile app and later noted that the cgm was not connected; the ilet displayed a bluetooth version of 0.0.0, and the device was replaced, after which setup and pairing were successful and insulin delivery resumed. Symptoms included no adverse health effects, and blood glucose was not affected. Outcomes included replacement of the ilet and successful re-establishment of therapy and connectivity. Investigation included remote troubleshooting and review of device status. Investigation of this case revealed a device communication malfunction consistent with a bluetooth subsystem anomaly, which was resolved through device replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction due to a faulty hoverboard.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.